Event description:
Healthcare professional (hcp) reports one incident of patient reaction with the psn 170 dialyzer. Approximately fifteen minutes into treatment, patient experienced back pain. Treatment was terminated and blood was returned to the patient with no reported blood loss. Patient was administered 125 mg benadryl IV. Hcp reports that patient's symptoms have resolved and has subsequently dialyzed with a psn 170 dialyzer without incident.